Event description:
It was reported a piece of the proximal rubber cap of the caps-lock cannula tore off and was found inside the joint space intra-operative. The surgical site was flushed thoroughly to remove the foreign body. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval summary: a review of the device history records found no non-conformances. Additional MFR narrative: the pt identifier, age, weight and gender were not available.